Event description:
It was reported that during a plif, surgeon was inserting a screw with a locking holding sleeve and the threads broke on the sleeve. This also broke the threading on the screw. Back-up instruments were used to successfully complete the procedure this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Synthes (B)(4) reviewed device history record 6633546, and this showed ncr us1058371 was generated because the inner diameter of the tip was undersized. The non-conforming product was returned to the supplier. This non-conformance could relate to the complaint condition. The suppliers certifications indicate the correct material was used and correct hardness values were obtained; the product was manufactured to revision b. The product development event evaluation revealed that the instrument was returned and it was observed that the threaded tip of the instrument was broken as described in the complaint. The screw was also returned and it was observed that the threads on the screw are broken. The location of the damage on the screw threads indicates that the holding sleeve was fully engaged at the time of breakage. The damage may have been caused by excessive lateral force being used during screw insertion. This is consistent with the complaint description. It is concluded that this complaint is indeterminate the manufacturing evaluation showed that the locking holding sleeve was made to the synthes drawing 03.616.042 revision b (released on march 28, 2011) by rms. The locking holding sleeve was returned with the thread broken only approximately 2.5mm (from the total of 3.5 min) of the thread remained. The part shows many scratches around the area of the break. The locking sleeve was returned to supplier for evaluation, showing that the thread area under the microscope at 10x magnification and found abnormalities present on the lead thread, inside cannulation and general threaded area. They were unable to measure product due to severe damage and alteration of the threaded feature. The tip exhibits significant damage to the thread and cannulation, indicating use and possibly misuse during the procedure. Unable to inspect tip features due to the broken thread. Part passed the functional tests. The material type and hardness for the inner shaft were verified. Both found to be within print specification. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)